Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has no more hearing sensation with the device.

Manufacturer narrative:
Based on the received information, damage to the active electrode which might have been caused due to an external impact to the implant site seems likely. However, a device investigation of the explanted device is necessary to determine a root cause. Reportedly the patient has been explanted, but the device has not been received yet.

Event description:
The recipient no longer has any hearing sensation with the device. No trauma has been reported. The recipient has been explanted on (B)(6) 2017. The explanted device has not been received for investigation.